Event description:
Add'l info rec'd 5/15/02: complaints from nurses in e.r. And on units when device/product (normal saline in syringe) was used, pts reported a burning/tingling sensation in arm and then on tongue and in mouth.

Event description:
ER staff receiving complaints from pts that when they received injections of normal saline from the pre-filled syringes they initially feel a tingling in their vein then the same feeling in their mouth with a bad taste. When the solution was emptied into a cup, a strong smell of antiseptic was detected.